Manufacturer narrative:
Batch review performed on 06 november 2018. Lot 168299: (B)(4) items manufactured and released on 23 february 2017. Expiration date: 2022-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year after primary the surgeon revised the patient swapping the insert. The liner fixation screw was backed out. The surgery was completed successfully.